Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve regurgitation was unable to be confirmed due to unavailability of medical record/applicable imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the thv was deployed in a pre-existing surgical valve, which is not an indicated use of the sapien xt with novaflex+ at the original time of implantation. Therefore, this was off-label operation. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration, or non-structural dysfunction (e.g., pannus growth). As reported, ''it was a case of a 81-y-o patient with a 23mm sapien xt valve in aortic position within an edwards surgical valve that underwent intervention for a v-I-v-I-v after an implant duration of ten (10) years four (4) and months due to regurgitation. The patient presented increasing exertional chest pain. A non-edwards transcatheter valve was successfully implanted within the pre-existing sapien xt valve''. Due to limited information was provided, a definitive root cause was unable to be determined at this time. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from our affiliate in new zealand. As reported, this was a case of an 81-year-old patient with a 23mm sapien xt valve in aortic position within an edwards surgical valve that underwent intervention for a v-I-v-I-v after an implant duration of ten (10) years four (4) and months due to regurgitation. The patient presented increasing exertional chest pain. A non-edwards transcatheter valve was successfully implanted within the pre-existing sapien xt valve. The patient was noted as to have a good outcome and was discharged the next day.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. H3 other text : remains implanted.